Event description:
Reporter stated that the end-user was going down his ramp when the right side footrest got caught causing the weldment to snap and the hanger to bend where the extension tube connects. The end-user was ejected from the chair causing him to injure his knee, head, and arm.

Manufacturer narrative:
No parts related to this incident have been sent back to the manufacturer for an evaluation.